Event description:
It was reported that there was a blurred vision. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the examination revealed a bent shaft. The rod lock system shows a chip, and the surface at the distal end is thermally damaged. The statement "blurred vision" can be confirmed. The image is blurred in the left half of the image. When focusing, a spot was detected that can be attributed to the lens/blurring. The optical shaft itself is bent and shows clearly visible thermal damage on the surface at the distal end. The damage found is not due to a manufacturing/production defect but was most likely caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).